Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several false pause episodes noted via remote transmission due to undersensing. Technical support was contacted and recommended reprogramming to resolve the undersensing. The patient was stable with no consequences.